Manufacturer narrative:
A gambro technical svc rep inspected this phoenix machine. The machine performed according to MFR's specs. The machine is back in svc with no problems. The pt's allergy history is unk. Facility chief medical dir could not determine the cause of this pt's reaction. The pt was using heparin and is now on a heparin-free treatment as the facility chief medical director suspects that the heparin is affecting this pt. Bacterial and endotoxin cultures on the water and dialysate were negative. This clinic's disinfects their machine with actril on monday, wednesday and fridays and with bleach and heat on tuesday, thursday and saturdays. The central reverse osmosis system's carbon tanks are checked for the absence of chlorines and chloramines prior to each shift of pts. Analyses of the water supply were within normal limits for chlorine, chloramine, endotoxin, bacteria, and trace element levels. The pt dialyzed on a gambro polyflux 170h that is being returned to hechingen for inspection. The bts was discarded and is unavailable for inspection.